Event description:
Endovascular graft was placed via a right sided introduction. After placement of the contralateral leg graft, the physician noted that the device fell short of the desired landing site. An iliac leg extension was placed distal to the iliac leg graft in order to extend the leg graft down a little further closer to the left internal iliac artery, placement of the extension provided the needed additional coverage.